Event description:
Ous MDR - it was reported that approx. 15 months after the implantation the device showed eri status (battery voltage 2.41). It was replaced.

Manufacturer narrative:
(B)(6) 2018 - received preliminary analysis. Final analysis to follow: the returned ICD first underwent a status interrogation. The device status was eos, which had been activated by the implant on (B)(6) 2018. The charge drawn from the battery was checked and proved to be not within expectations. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The electronic module was connected to an external voltage source and underwent another electrical function check. The current uptake of the electronic module was examined and proved to be unremarkable. The module was completely capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery was then returned to the manufacturer for a destructive analysis. The analysis of the battery has not yet been finished. After the conclusion of the battery analysis, this report will be updated accordingly.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was eos, which had been activated by the implant on (B)(6) 2018. The charge drawn from the battery was checked and proved to be not within expectations. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The electronic module was connected to an external voltage source and underwent another electrical function check. The current uptake of the electronic module was examined and proved to be unremarkable. The module was completely capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery was then returned to the manufacturer for a destructive analysis. First, the production documents of the battery were reviewed, which did not show any anomalies. Following that, the voltage and the heat tone of the battery were analyzed. The measurement of the battery voltage was able to confirm a discharged battery. A performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis. Based on the analysis, all therapy functions that are critical for patient safety were available without restrictions during the implantation time.